Manufacturer narrative:
Event date: exact date unknown, event occurred early (B)(6) in 2020 from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional and could not charged. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the medical facility.